Manufacturer narrative:
(B)(4). Brand name: uretex sup urethral support system, catalog # 485013, (B)(6).

Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation was symptomatic pelvic organ relaxation with uterine prolapse, cystocele, enterocele, loss of support of the apex of the vaginal vault and urodynamic stress urinary incontinence. The procedures performed were exam under anesthesia, four puncture open laparoscopy, laparoscopic lysis of adhesions, laparoscopic assisted vaginal hysterectomy with preservation of ovarian function at patient request, halban culdoplasty for correction of enterocele, uterosacral vaginal vault suspension, anterior colporrhaphy, placement of tension-free vaginal tape with cystoscopic guidance. Prior to prepping the patient, exam under anesthesia failed to reveal any evidence of unsuspected masses. The complications post placement where in (B)(6) 2006 pain and numbness in legs, pain, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring.